Event description:
.

Event description:
It was reported the lead was capped and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Event description:
Reportedly that the ring was explanted after an implant duration of 79 months and competitor's tissue valve was implanted as a replacement. No further details were provided. The device will be not returned (discarded). Information learned from implant patient's registry.

Manufacturer narrative:
On 10/12/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This was determined reportable per edwards lifesciences procedures. DHR review has been started. No customer letter required.